Manufacturer narrative:
The subject device was returned to omsc for evaluation. The device evaluation confirmed the breaking of the elevator wire. It also found the part which connects the wire and the forceps elevator came off. Based on the analysis of the fracture surface, the forceps elevator wire possibly broke due to a fatigue by repeated manipulating. Moreover the abnormalities were surmised to have occurred due to excessive mechanical stresses from similar cases in the past. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the forceps elevator wire of the subject device was broken during the procedure to withdraw the unspecified stent which was positioned in the patient. The user aborted the procedure because there was no alternative endoscope. In the next day, the user completed the procedure using another unspecified endoscope. There was no report of patient injury associated with the event.